Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced multiple inaccurate fill estimate readings. The customer's blood glucose (bg) level was in the 400-500 mg/dl range with small to moderate ketones. The supplies on the pump were changed. The customer would address the high bg level with a bolus via the pump or with insulin pens. As the inaccurate fill estimate readings had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.